Event description:
Customer reported being hospitalized due to low blood glucose levels. Found that customer was connected while manually priming. Explained to customer the importance of disconnecting during rewind and manual prime. Customer was instructed to monitor blood glucose.